Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 04/24/2015, expiration date: 03/31/2024, part #: 456.422s, lot#: 7982108 (sterile) - 11mm/130 deg ti cann troch fixation nail 420mm/right-sterile. Quantity 4. Lot was release to the warehouse on 04/24/2015. Work order no: (B)(4) was released on 04/09/2015 for quantity (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient had a hip fracture and during the trocanteric fixation nail advance (tfna) procedure on (B)(6) 2016, the circulating nurse grab the wrong nail. Instead of using the tfna nail, the trocanteric fixation nail (tfn) nail was used with the helical blade from tfna. The surgeon reported after the procedure that the nail seemed loose and asked for the insertion hande to be checked. It was discovered at that time the wrong nail was implanted. It was reported the procedure was still completed successful with no surgical delay. This report is 1 of 1 for (B)(4).